Manufacturer narrative:
Device evaluation: the device was returned with the original box and pouch inserted in a yellow plastic pouch. The shaft of the scuba returned was found broken close to the hub. The distal portion of the shaft was found with the stent entrapped in a snare device. The proximal portion of the stent was damaged with the struts folded back, moreover it was dislodged from proximal marker to the distal one about 10 mm. Stent was measured in the middle and it was 2.11 mm while over the distal marker the stent increased to 2,30 mm. Close to the proximal marker it was clearly visible the crimping mark and the heat setting on the balloon surface. The final test performed on this lot confirm that the devices were in specification. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a scuba stent to treat a lesion in a patient. The patient got percutaneous transluminal angioplasty due to lower extremity arterial stenosis. The device reached lesion, but physician found the balloon moved from the stent. When the balloon was inflated, it got crack (the balloon burst) before the stent was deployed. The doctor used another device to take the stent out of patient's body and implanted another scuba stent. ¿please note that this device (scuba co-cr stent) is not marketed in the united states; however, it is similar to the united states marketed device (scuba bilary stent). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.